Event description:
Incident description = on (B)(6) 2009, I purchased a sunbeam classic heating pad with 2-hour shut-off feature, model 832-915, date code (B)(4). The product works well until the auto shut-off feature kicks in. When the auto shut-off feature begins, the heating pad cools down but the heat builds up in the cord and the controls. The heat builds up to such an extent that it is too hot to touch the cord and too hot to touch the controls and thus cannot turn off the unit. On (B)(6) 2010, I had to unplug the unit at the wall because of the intense heat in the cord and the controller. I reported my concerns to sunbeam. They asked me to mail the heating pad to them. I mailed it back to them on (B)(6) 2010 and have not heard anything since from sunbeam. I am reporting this potential product defect because, my experience raises concerns for the risk of burns. Thank you. Diagnosis or reason for use: muscle soreness.